Event description:
Customer reported patient sample containing anti-jkb only reacted with one jkb+ cell from the panel (cell 3 untreated) of resolve panel c lot number 8rc174. No death or serious injury is associated with this event.